Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 32-423238, oxf ant bone rmvl cutter med, zb120901. 32-423233, oxf ant bone rmvl shaft-inner, zb150701. 32-423232, oxf ant bone rmvl shaft-outer, zb151202.

Event description:
It was reported that when the surgeon advanced the reamer, it immediately bound up, and one peg of the anterior mill guide fractured off into the patient, requiring intervention. All pieces were recovered and no harm was caused to the patient. No adverse events have been reported as a result of the malfunction.